Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis with the reported problem, and the problem was confirmed using logs, log recorded recurring errors c-33. During testing, the generator unit displayed error code c-33 on start and log showed c-00, m-b0, m-31, m-0b, m-37 and c-8. The probable cause of errors was attributed to a faulty electrical component inside the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered errors c-00 and c-33 on the integrated electrosurgical unit. There was no reported injury.